Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visited and was then admitted in emergency room due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level close to 500 mg/dl. The customer¿s other blood glucose level were in the range of 400 mg/dl to 500 mg/dl. The customer was treated with insulin drip, hydrated with intravenous and placed in intensive care unit. The customer reported events leading to hospitalization were ketones and was throwing up. The customer reported that the automode was not active due to insulin pump and the transmitter not connected to each other. The insulin pump will not be returned for analysis.